Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. This report will be amended when our investigation is complete. (B)(4).

Event description:
It is reported that the tibial articular surface provisional broke. It is unknown when or how the device broke.

Manufacturer narrative:
Visual inspection of the persona tibial articular surface provisional (tasp) bottom confirmed that the lateral condyle fractured along the central post of the tasp. The two pieces were inspected with no evidence of missing fragments. There were nicks, gouges and scratches seen on the edges and proximal and distal surface of the tasp. This device is used for treatment. A notification was sent to the field on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. Persona tasp top components and standard tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification.